Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rotawire. Excessive force. Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed / replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from the lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the sds was removed with some force. It should be noted the graftmaster instructions for use (IFU), in the precautions about instruction for use section states that; should unusual resistance be felt at any time, either during lesion access or during removal of the delivery system post-stent graft implantation, the delivery system and guiding catheter should be removed as a single unit. This must be done under direct visualization of fluoroscopy. Since this is a reportable event with reported instruction for use (IFU) deviation.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 99% stenosed, left circumflex. While treating the lesion with a rotablator a perforation occurred. The 2.8x16 mm graftmaster stent delivery system (sds) was advanced for treatment; however, had difficulty advancing. In order to dilate the lesion further, the sds was pulled to be removed; however, the sds became stuck in the anatomy, proximal to the lesion. The sds was removed at last with some force applied, but the proximal shaft had detached. The entire length of the device was removed out of the anatomy. A non-abbott stent was deployed successfully. As no blood was observed to be exuding after a 10 minute period, the normal procedure was resumed with no further issues noted. No additional information was provided.